Event description:
Blood and/or plama samples tested with affected lots of product may provide a false negative result. This is due to a shift in performance of the low titre reaction control. No false negative results have been reported to date. Product tests for syphilis ige.